Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that increasing thresholds and rising impedance were noted on the right ventricular (rv) lead. During the revision procedure no pacing was noted on the implantable pulse generator (ipg). The lead was capped and the ipg was explanted. No patient complications have been reported as a result of this event.